Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2016-08333. On (B)(6) 2016. The 100% stenosis target lesion was located in the right mid superficial femoral artery (sfa). The vessel diameter was 6 mm, with a length of 60 mm , classified as a tasc ii b lesion. The target lesion was initially treated with a xc 2.1/3.0 mm jetstream catheter. However, the catheter failed to aspirate. The catheter was exchanged for another xc 2.1/3.0 mm jetstream catheter which was used successfully for treatment of the target lesion. It was then noted an occlusion in the posterior tibial artery was observed by angioscopy, which was successfully treated with aspiration using a non-bsc thrombectomy device and poba using 5.0 mm x 80 mm non- bsc balloon, with 25% final residual stenosis. The subject was discharged on aspirin and clopidogrel.